Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 56mm abdominal aortic aneurysm. It was reported approximately 12 years post the index procedure the patient presented emergently with abdominal pain, a CT showed the presence of a type ia endoleak at the top of the graft. The aaa was approximately 96mm. Intervention was completed where a cuff was added and the type ia endoleak resolved.  No cause of the type ia endoleak as per the physician was provided.  No additional clinical sequelae was provided and the patient is fine.